Manufacturer narrative:
The investigation for the reported vessel damage has been completed. No product was returned for evaluation. Data logs were reviewed and lt log shows decreases in flows and motor speed with suction alarms occurring due to patient¿s loss of volume. "Impella position unknown" alarms also noted later in the case as patient lost volume and pulsatility. Clinical details noted that patient's left ventricle wall was very friable and diseased/damaged prior to impella placement. Additionally, once one leak was repaired, another would occur without interaction with the pump. The root cause of the ventricle perforation was due to patient condition as ventricle was very friable and diseased.

Event description:
The user facility reported a (B)(6)-year-old female noted as high risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support. The patient suffered a perforation in the left ventricle during impella device support. It was noted leading up to the event, the patient had suffered from three circumflex artery related infarctions during that week. A pci procedure was initiated. However, the patient became hypotensive with unstable pressure. Cardiopulmonary resuscitation was initiated. A pericardial effusion was identified. Ventriculography was utilized to note a small perforation in the anterolateral wall of the left ventricle. Surgical intervention was undertaken, but the patient's left ventricle was noted to be extremely friable. The original perforation was managed, but additional leaks began to appear due to the poor condition of the left ventricle. The patient subsequently experienced heavy blood loss for which transfusions were initiated. The decision was ultimately made to stop the procedure, and the patient passed away. A definitive cause for the perforation was not established.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿